Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via review of the submitted and downloaded log files. The log files from the exchanged heartmate 3 system controller (serial number: (B)(6)) collectively contained information spanning approximately 3 days of patient use (29nov2023 to 02dec2023 per time stamp). Beginning at 9:25:27 on 02dec2023, intermittent pwr_b_broken faults were observed, indicating interruptions in the power b signal. Shortly later at 9:27:11, a corresponding driveline power fault alarm was activated. The power faults intermittently cleared and reactivated; however, the associated alarm latched and remained active until the controller was exchanged at 10:02:02 on 02dec2023. The observed power faults did not impact the controller¿s ability to operate the pump, and the pump maintained a speed above the low-speed limit while the driveline was connected. During functional testing of the returned controller, the reported event was not able to be reproduced. The system controller was able to support test equipment for an extended period of time without issue. The driveline was manipulated within the bulkhead connector, and driveline power faults could not be reproduced. Available information for the event indicated that after the controller was exchanged, the alarm resolved. Multiple follow-up attempts were made to see if any further alarms have occurred, but no response was received. A log file was downloaded from the patient¿s new controller (serial number: (B)(6)) and submitted for review. The log file contained information spanning approximately 2 days (09dec2023 to 11dec2023 per timestamp). No atypical events were observed, and the pump maintained a speed above the low-speed limit without issue. The root cause of observed driveline power fault alarm could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate iii patient handbook (rev d) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. The heartmate iii patient handbook (rev d) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store all equipment for proper use including the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that patient reported a driveline fault alarm for which a system controller exchange was performed, and alarms resolved. Log files from the old controller and the new controller were provided. The log captured driveline power fault alarms beginning at 9:27 am on (B)(6). 2023. The driveline was then disconnected at 10:02 am. No further alarms were noted on the new controller.